Event description:
It was reported to philips that the device screen is different when turning on the AED position. A customer requested assistance from a philips field service engineer (fse). Per the customer, the unit was experiencing issues with a different screen coming on when turned to AED position. Due to the noted issue, the fse reloaded clinical configuration to return the device to working condition. Based on the conclusion of the investigation, it was determined that this was a configuration malfunction of the software. Per the fse, clinical configuration software was reloaded to resolve the noted issue. The device remains at the customer site. No further investigation or action is warranted.

Manufacturer narrative:
H - report source and coding corrected.